Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to sui. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, constant bladder and kidney infections and severe pain during intercourse. It was also reported that the patient underwent mesh removal on (B)(6) 2012 for severe pain and discomfort. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urinary problems and mixed urge and stress incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incomplete bladder emptying.